Manufacturer narrative:
The device was returned for laboratory analysis. Visual inspection revealed blood on the handle and in the flush-line. Mechanical testing was performed, the deflection position was held by the sheath when the steering knob was released. Torque testing results showed values equal to those of sheaths that could maintain deflection. Dissection of the proximal handle was performed; dried blood was identified inside the handle around the areas that effect the ability to hold steering (screw hub, rotating shuttle, handle shells) and display inaccurate values of the performance of the device. It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A review of the manufacturing records was performed and no issues that could have contributed to this event were found. Furthermore, the review of the manufacturing records did not identify any failure of the product to meet its material, assembly, or performance specifications prior to being distributed.

Event description:
Reportable based on device analysis completed on 04mar2022 it was reported that during preparation for an ablation procedure, the polarsheath steerable sheath had defective bending. The device was replaced and the procedure was completed without any patient complications. The device was returned for analysis. However, analysis of the returned device revealed blood inside the handle and in the in flush-line.